Event description:
Procedure performed: lap chole event description: the product was used in the lap cholecystectomy procedure. The clip applier doesn't work. When the lever is pulled to activate the clips, nothing happens. Only 2 large click sounds are heard but no action on the device happens. Different clip applier form and different lot number was used from applied. The case took place after hour. Additional information received from distributor via email on 9nov23: the trigger could be moved as normal. Patient status: no clinical impact to the patient intervention: different applied clip applier with a different lot was used.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, # 1477358, was included in the recall.

Event description:
Procedure performed: lap chole event description: the product was used in the lap cholecystectomy procedure. The clip applier doesn't work. When the lever is pulled to activate the clips, nothing happens. Only 2 large click sounds are heard but no action on the device happens. Different clip applier form and different lot number was used from applied. The case took place after hour. Additional information received from distributor via email on 9nov23: the trigger could be moved as normal. Intervention: different applied clip applier with a different lot was used patient status: no clinical impact to patient